Manufacturer narrative:
Approximate age of device is 2 years, 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gi bleeding. The patient was transfused with 1 unit of packed red blood cells. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support and no additional complaints have been received. A correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.